Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the physician noted that the right ventricular (rv) lead was exhibiting high impedance after multiple repositioning attempts. The physician opted to replace the lead, a new lead was successfully implanted. The patient was in stable condition.

Event description:
New information received notes the right ventricular lead also exhibited high capture thresholds.